Event description:
The hospital reported that during a coronary artery bypass procedure with hst iii system (3.8mm), they loaded the delivery device during opcab according to the IFU, but the seal was caught on the wing. Seal was not ripped, and loading was failed with the seal hung up by the wing. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160840 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/14/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed inside the loading device. The seal and tension spring assembly was not observed in the photograph. The white plunger and blue safety lock was not observed in the photograph. There were no visual defects observed on the aortic cutter. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Sings of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger fully depressed and the blue safety off which allows for the white plunger to be depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination was observed on the seal. Blood was observed on the intact seal. Measurements of the delivery tube were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature activation" was confirmed.

Event description:
N/a